Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse indicated that the issue was intermittent and performed a proactive replacement of the master tool manipulator (mtm2). After replacement, the system was tested, operated without error and verified as ready for use. Isi received the replaced mtm2 involved with this complaint and completed the device evaluation. The failure analysis investigation was unable to reproduce the customer reported error faults; however, was confirmed via field error logs. Visual inspection was performed. The mtm2 was installed into the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via dte and matlab passed. The mtm2 was re-calibrated as precaution. Additionally unrelated findings during evaluation were also identified. Mtm2 exhibited signs of wear and tear. Mtm2 was repaired and parts were replaced. This restored the mtm2 to full specification. A review of the site's complaint history found that there were no other complaints for this product. No image or video of the procedure was provided for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed multiple 23008, 23009, and 23013 errors pointing to the mtmr axis 5,6, and 7 related to the reported complaint. An event verification confirmed the procedure was performed on the reported event date of (B)(6) 2022 on system sk1822. This complaint is considered a reportable malfunction event due to the following conclusion: an arm was allegedly disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system had recoverable errors. The customer received phone assistance from the technical support engineer (tse). Prior to the call, self troubleshooting was performed by having an arm disabled and then a system reboot. After rebooting, the system homed and the user continued with the procedure. Tse verified the system logs and identified multiple 23008, 23009, and 23013 errors pointing to the master tool manipulator - right (mtmr) axis 5, 6, and 7. No further troubleshooting was performed. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on (B)(6) 2022: the system functionality was checked upon powering on and the system initially powered up without errors. There were no external interference during procedure. The patient demographic information was requested, but unavailable.